Manufacturer narrative:
The event of ipg migration was reported to abbott. The ipg had been repositioned by the surgeon but the ipg continued to migrate again. They decided to explant the ipg and leave the leads implanted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg migrated. Attempts to reposition the ipg within the same pocket were unsuccessful and the physician opted to explant the ipg on (B)(6) 2020. Surgical intervention may take place to replace the ipg.